Event description:
Procedure: cystoscopy with transurethral resection of the prostate surgeon: md. During transurethral resection of prostate a piece of the electrode broke off. Surgeon was unable to locate the piece using cystscope.